Event description:
It was reported that product performance data was reviewed and classified as noise and inappropriate detection and inappropriate treatment. The right ventricular lead and device remain in use. The patient was enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 implantable tachy lead (B)(6) 2010. (B)(4). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.